Event description:
It was reported that the patient presented for in clinic follow-up. The implantable cardioverter defibrillator (ICD) exhibited backup mode with high voltage (hv) therapies disabled. Programming changes were made to resolve the issue. There were no patient consequences reported.

Manufacturer narrative:
Further information was requested but not received.